Event description:
Procedure type: sigmoid resection. Pt gender: unk. According to the reporter: after stapling, the instrument jammed shut. The surgeon pulled on the tissues to remove the device and tore them. The anastomosis was completed with suture. Surgical time was extended as a result.